Event description:
Customer reported an issue related to updating time, personal profile, or settings, resulting in low blood glucose level at 53 mg/dl. Customer consumed glucose tablets to address low blood glucose level. Technical support assisted customer with updating basal rate settings and advised consulting healthcare provider for future updates.